Manufacturer narrative:
Dr. Stated that guide did not appear to seat fully on one side. Guide should have been abandoned immediately but doctor proceeded anyway. Additionally, the doctor did not use the fixation pins as planned and the guide was manually held in place during the procedure.

Event description:
During the placement of implants using surgical guide print003, clinician felt that 3 out of 4 implants did not enter any bone, only #20 on the left side. Clinician removed the other 3 by hand and did not complete the surgery.